Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be definitively identified. The device was not sent in to the manufacturer so the foreign material reported could not be identified. There was no conclusive information that would suggest insufficient reprocessing or misuse by the user facility. Therefore a presumption of root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the nozzle on the evis lucera elite gastrointestinal videoscope was clogged again after the last repair. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the air/water nozzle had a foreign object due to insufficient cleaning. This report is to capture the reportable malfunction of the air/water nozzle had a foreign object due to insufficient cleaning noted at estimation. This complaint is related to patient identifier (B)(4).

Manufacturer narrative:
Date of event/event: no additional information was available. The device was evaluated, and the reported issue was confirmed. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the drain function was degraded. The bending section cover was deformed due to external factors. Dirt was on the insertion tube that was difficult to remove due to handling (insufficient cleaning). The bending section cover bond was cracked due to external factors. Switch four (4) had a bad contact. Shadows were visible in the image. There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.